Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that she had experienced a hypoglycemic event. While she was sitting in a chair she slumped over and lost consciousness. Pt's husband tried to give her gel and a can of soda but pt didn't regain consciousness so husband called paramedics. Paramedics measured pt's bg at 18 mg/dl and gave her an IV. Pt feels that her alarms did not alert her of her episode however the auditory as well as the vibratory alarm tests performed by dexcom technical support, with the pt, while on the phone, found the alarms to be functional.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.